Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. An attempt to purge air out of the faradrive sheath was unsuccessful as a leak on the flush lumen luer was identified. Microscope inspection at the location of the leak, found the flush lumen to be torn where the luer connects to the stopcock. During testing, this defect created a significant leak path that allowed the deionized water to escape the luer as water was injected into the flush lumen port.

Event description:
It was reported that a faradrive steerable sheath clear during a procedure to treat an atrial flutter (af) presented a leak from the hemostasis valve of the sheath during the aspiration when the catheter was inside the sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device has been returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during a procedure to treat an atrial flutter (af) presented a leak from the hemostasis valve of the sheath during the aspiration when the catheter was inside the sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
Correction to complaint summary from treatment of atrial flutter (af) to atrial fibrillation (a fib). The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. An attempt to purge air out of the faradrive sheath was unsuccessful as a leak on the flush lumen luer was identified. Microscope inspection at the location of the leak, found the flush lumen to be torn where the luer connects to the stopcock. During testing, this defect created a significant leak path that allowed the deionized water to escape the luer as water was injected into the flush lumen port.

Event description:
It was reported that a faradrive steerable sheath clear during a procedure to treat an atrial fibrillation (a fib) presented a leak from the hemostasis valve of the sheath during the aspiration when the catheter was inside the sheath. To solve the issue the sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.